Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, one opening curved on the posterior and white particles in the shell. Leak test and microscopic analysis was performed which identified: one opening crease sharp on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease sharp opening on the posterior due to fold flaw opening.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade ii. Patient additionally reported "rupture, hematomas¿ and "catalog number 68-300 was filled to 360 cc." Patient additionally reported "they don¿t look right, asymmetrical, one breast is up in the air and the other isn¿t"; these events are not device related. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and use error. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade ii. Patient additionally reported "rupture, hematomas¿ and "catalog number 68-300 was filled to 360 cc." Patient additionally reported "they don¿t look right, asymmetrical, one breast is up in the air and the other isn¿t"; these events are not device related. Device has been explanted.